Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient met with the manufacturing representative and was experiencing pain at the ipg pocket site. Surgical intervention took place where the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The event of pocket revision/pain at pocket was reported to abbott. The patient was experiencing pain at the ipg pocket site. Surgical intervention took place where the ipg was explanted and replaced to address the issue. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information received indicates the ipg was not replaced it was repositioned on (B)(6) 2023 to address the issue.

Manufacturer narrative:
Correction: b5.